Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited inappropriate shock and oversensing. Additionally, low amplitude was also observed. The patient lying at the time and felt their chest pounding. At this time, this s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture the ai of the device: b1: adverse event/product problem; b2: outcome attributed to adverse event; b5: describe the event or problem field; h1: type of reportable event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited inappropriate shock and oversensing. Additionally, low amplitude was also observed. The patient lying at the time and felt their chest pounding. Reprogramming efforts were performed. Furthermore, the patient received again an inappropriate shock due to low amplitude and oversensing. Troubleshooting options were discussed and recommended. At this time, this s-ICD remains in service and no adverse patient effects were reported.